Event description:
It was discovered in the first week of (B)(6) that the catheter was ¿totally occluded¿. A dye study was done; the date was not reported. The catheter was replaced. During the procedure, it appeared that scar tissue had grown into the sutureless pump connector causing the occlusion. Gortex was wrapped around the connector and the new catheter. It was initially reported that the patient was not having any symptoms, so they assumed it must have happened gradually. It was later reported that the patient had increased spasticity. The patient¿s status was reported as ¿alive ¿ no injury¿. The device system was delivering lioresal (2000 mcg/ml). Prior to the catheter replacement the patient¿s dose was 600 mcg/day; they were dropping the dose down to 100 mcg/day after the catheter replacement. As of (B)(6) 2015, the patient's outcome was reported as ¿not recovered, symptoms/issues ongoing¿.

Manufacturer narrative:
Concomitant products: product ID 8780: serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information received from the healthcare professional indicated that the reason for explant was malfunction of the pump and catheter. There was also a pseudomeningocele. It was noted that the device was not replaced. The catheter was returned for analysis. There was no patient injury; the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation summary: the catheter was returned in two segments. Analysis of the catheter segments found ¿kink observed¿ and ¿damage to transition tube¿. A kinked was noted on the catheter body of segment 2. The kinked area was located at the distal end of the anchor. During pressure testing in the lab, the kinked area would occlude when the catheter was bent to a narrow radius. Also, damage was seen on the transition tubing. Of note was the portion of the transition tubing beneath the strain relief shroud was intact and unaffected by the tearing seen external to the strain relief shroud.

Manufacturer narrative:
The previously reported conclusion code was replaced by conclusion. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)